Event description:
Customer alleges discrepant results with meter compared to lab. Results as follows: date: (B)(6) 2011 - inratio inr results: 5.1, 1.1 (same finger again), 4.4 (new finger). Each 5 minutes apart. Lab inr results: 2.41 (5 hours after meter test; pt ate between tests and had usual medications). Pt's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.